Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A4: weight: updated.

Event description:
It was reported that restenosis occurred requiring intervention. On 14-feb-2025, the subject was enrolled in a clinical study using a 5.0 mm x 80 mm, 80 cm ranger study device and the index procedure was completed on the same date. However, on december 29, 2025, non-target lesion stenosis was noted requiring percutaneous transluminal angioplasty (pta) intervention. On the same day, the issue was considered resolved.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hosp.

Event description:
It was reported that restenosis occurred requiring intervention. On (B)(6) 2025, the subject was enrolled in a clinical study using a 5.0 mm x 80 mm, 80 cm ranger study device and the index procedure was completed on the same date. However, on (B)(6) 2025, non-target lesion stenosis was noted requiring percutaneous transluminal angioplasty (pta) intervention. On the same day, the issue was considered resolved.